Event description:
It was reported that a cardiac perforation, pericardial effusion, and hypotension occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access sheath (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. While attempting to insert the wds, the was made contact with the laa wall as there was no back flow of blood from the was, however, this back flow of blood was seen once the was pulled back slightly. As the contrast agent was poured into the was, the contrast agent was shown to have leaked from the tip of the laa to outside the cardiac shadow, therefore, it was confirmed there was a perforation of the laa. This perforation was noticed before matching the was and wds distal marker bands. It was noted that since the laa extended anterior, the sheath was torqued counterclockwise. It appeared the was bounced towards the anterior side of the laa after removal of the pigtail wire due to excessive counterclockwise rotation. Pericardiocentesis was performed for approximately 20 minutes and 1000 ml of blood was drained from the appendage. The patient's blood pressure decreased temporarily during the pericardiocentesis. The perforated section of the laa was sutured via a thoracotomy to stop the bleeding. The thoracotomy was completed with the patient remaining in stable condition. The patient returned from the operating room in good condition. The patient was scheduled for eventual discharge due to good progress.